Event description:
It was reported the bronchovideoscope encountered a b30 error message. The issue occurred during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated fields: d9, d10, g3, h2, h3, h11 based on the results of the investigation, it is likely the following led to the malfunction: the results of the investigation and probably known information suggests probable causes of the alleged failure b30 error message is due to image failure during angulation. The most probable cause of this complaint is traced cause traced to component failure, as expected or random component failure without any design or manufacturing issue should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.